Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose (bg) was 330 mg/dl with large ketones. A manual insulin injection was used to address bg. Reportedly, the pump supplies were changed to address the issue. Customer declined troubleshooting with tandem technical support. The customer reverted to manual injections for insulin therapy.